Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient was experiencing poor communication. The patient reported they attempted to charge the ins, but it was not charging. They stated that they stopped feeling stimulation and their pain had returned. The patient last felt stimulation last week and was last able to successfully charge their device a month ago. The patient was unable to communicate with their other external device. They noted they replaced the patient programmer (pp) batteries and attempted to connect to the ins but reported poor communication. The patient stated they had an appointment for tomorrow. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient was experiencing poor communication. The patient reported they attempted to charge the ins, but it was not charging. They stated that they stopped feeling stimulation and their pain had returned. The patient last felt stimulation last week and was last able to successfully charge their device a month ago. The patient was unable to communicate with their other external device. They noted they replaced the patient programmer (pp) batteries and attempted to connect to the ins but reported poor communication. The patient stated they had an appointment with their healthcare professional (hcp) for tomorrow. No further complications were reported. Follow up was conducted.